Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted tibial component partially covered by patient's remains and blood. No further assessment can be made with the picture provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial severe medial compartment arthrosis of the right knee with subsequent tka and normal implant alignment. Later images demonstrate tibial implant loosening, subsidence, and malalignment as noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint can be confirmed based on the findings on the radiographs provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee revision approximately six (6) months post-implantation due pain and migration of the tibial component. Attempts have been made and no further information has been provided.